Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs, unk-femoral, MDR: 0001822565-2022-03063. Unk-tibial, MDR: 0001822565-2022-03064

Event description:
It was reported patient underwent a knee arthroplasty. Approximately 20 months post procedure, the patient started experiencing pain. Patient stated they did not have any trauma to the knee prior to the pain. Hcp did a bone scan and noted that there was loosening of hardware and a revision would need to be done.

Manufacturer narrative:
Void- upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The initial report should be voided.

Event description:
Void- upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The initial report should be voided.